Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "handle hard to move" was confirmed. The locking handle is stiff and very slow to return to lock position. This most likely occurred due to a problem with the setting of the tension spring during assembly and/or lubrication issues. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device "handle was hard to move." The device was not being used during surgery. It is unknown if injuries or medical intervention occurred. There was no additional information provided.